Manufacturer narrative:
The reported insulation damage was confirmed on the returned unit. The insulation is torn and the lumen is exposed on the distal end of the probe closest to the tip towards the right side of the probe. Visual scratch marks can be observed on the lumen lineal to the insulation damage, which are generally indicative of scraping (on bone, tissue or another surgical instrument) or using the probe to mechanically displace tissue or bone. The probable root causes for the observed condition can be associated, but are not limited to: non-conforming component: according to the device history record review, the lot was manufactured according to specifications. Based on the fact that no nonconformance reports related to non-conforming component have being identified for the reported lot number that could be related to the reported condition, it can be ruled out as a possible root cause. Poor assembly process: risk reduction measures and controls are in place at the manufacturing line to capture any possible insulation related condition through 200% visual inspection of all serfas energy probes. The activation history could not be retrieved since the unit was returned with the communication cable cut. The activation history is stored in the e-prom chip located inside the connector of the communication cable, which was not returned for evaluation. However, based on the visual inspection, the unit seemed to have been extensively used during surgery. The probe is delivered inside a blister in which the unit is snapped in place, and the blister is placed inside a box, which provides the required protection to prevent any damage to the probe after manufacturing and packaging. In the case the probe is delivered to the customer with any damage on the tip or insulation, the unit must be discarded before use. Therefore, these facts provide evidence that a possible workmanship (assembly) related condition as well as a possible non-conforming component are not likely to be possible contributors for the reported condition. Misuse: as part of the investigation process, previous complaint history review revealed that the most probable root cause for similar cases reported is user related, as the evidence obtained during the returned unit¿s evaluations revealed that the units were either: used as a tool for the mechanical displacement of tissue or bone (or another instrument), or use the probe as a prying or scrubbing tool, which may result in damage to the tip of the probe as well as the insulation surrounding the tip. Inserted or removed with excessive force through and obstructed passageway, which may also result in product damage. After performing the visual inspection on the returned unit, scratch wear marks were observed linear to were the insulation is damaged. No scratch marks are observed elsewhere on the lumen or insulation. The marks observed are indicative that the unit must have been in contact with a pointy object or a sharp instrument (e.g. Hard tissue or bone) or that the unit could have been used as a tool for the mechanical displacement of tissue or bone, friction or scrapping with another hard object, which can result in the damage observed. The event description states that there was overheating and that the insulation melted. In addition to the previously mentioned possible root causes for insulation damage, an increased temperature in the joint space caused by insufficient suction, can also lead to insulation damage. Poor suction, as per risk management document, can be related to the following: clogging, inadequate hospital suction, bad connection to hospital suction line, leak, pinch clamp left closed, probe bender use to bend non-bendable probe. An insufficient suction (by a possible temporary clogging with burned tissue generated during surgery, inadequate hospital suction or pinch clamp left closed when it should be open) could have caused an increase temperature change inside the cavity to the point that the insulation close to the tip melts. However, no clogging issues of the serfas energy probe¿s tip were reported or confirmed on the returned unit and the unit was not bent which is another possible contributor. In conclusion, based on the information provided, the device history record review & non-conformance review related to the reported lot number, current manufacturing inspection process & controls, risk management report, root cause analysis for previous similar complaints reported and returned unit¿s evaluation; the most probable root cause (the main contributor identified) is user related as the returned unit showed scratch marks with a pointy object. However, a second possible contributor for the insulation damage observed can be related to an insufficient suction which can lead to an increase temperature change inside the cavity to the point that the insulation close to the tip also melted, which is also user related. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the probe overheated and the lining melting.